Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported that the insulin pump was not giving the amount of insulin as it should be and she was having high blood glucose. Customer stated that her blood glucose was at 300's mg/dl in the morning and it's usually at 160's mg/dl. Customer stated that she changed the basal rates and still having high blood glucose. The customer declined to do troubleshooting for high blood glucose due she was going to therapy. Customer stated that she had cracks and missing piece on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer called back to troubleshoot for high blood glucose. Customer's blood glucose was 199 mg/dl. Customer will call back to continue troubleshooting once she received the tubing clamps to perform high pressure test. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.